Event description:
Procedure type: gyn. According the reporter: it was hard to introduce the device. During use, the security lock broke and the instrument jammed inside the patient. The operator believes the device was broken either before introducing it, or during introduction and before applying it. The device was removed without difficulty and the operator used another instrument. No tissue loss or damage, no significant blood loss was reported, surgery was extended by approx 30 mins. The operator suspects a vaginal fistula.